Manufacturer narrative:
Device 2 of 2. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 2 and 2. Reference MFR's report: 1627487-2009-00265. The pt was implanted with trial leads on (B) (6) 2008. Following the trial time period on (B) (6) 2008, the physician explanted the trial leads and the pt went home. It was reported that a few hours later the pt called the physician due to feeling extreme pain in his back. The pt had an MRI and subsequent surgery to remove an epidural hematoma. Follow-up on the pt found that he has recovered and received a permanent scs system on (B) (6) /2009. No further information is available.